Event description:
It was reported that the patient presented to the hospital in patient. Upon review, a cardiac micro perforation by the right atrial(ra) lead was confirmed via computed tomography(CT). Pericardial effusion was noted. The lead was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event of cardiac perforation was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies. Electrical testing was normal. A helix mechanism and tip stiffness test was performed, and the results were within specification.